Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. No motor error alarm or drive support disk anomalies noted. The device was received in with a scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump is alarming motor error during the manual prime and the drive support cap is flush. Nothing further was reported.